Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 550 mg/dl at the time of incident. The customer also reported that the insulin pump had insulin flow blocked alarm. Customer stated that they have tried all remedies. Troubleshooting was performed. The insulin pump will be returned for analysis.